Event description:
An optometrist reported that a patient experienced pain in the right eye while wearing focus night & day contact lenses in 2002. The patient removed and cleaned the lens, but no improvement. Patient replaced the contact lens in 12/2002. In 12/2002, the left eye began to hurt. Patient removed the lens and cleaned it twice, but no improvement. Patient discontinued lens wear and was seen by the optometrist in 1/2003 complaining of left eye pain, tearing, redness and blurred vision. Patient seen for several follow up visits, with treatment plan consisting of ciloxan, predforte, ocuflox, artificial tears & cold compresses. Patient referred to corneal specialist in 1/2003, at which time corneal cultures were taken and treatment plan begun which included polytrim, homatropine, doxycycline, erythromycin. In 1/2003, discontinued bactrin, but continued with other treatments. In 1/2003, culture results found to be positive for nocardia & patient placed on amikacin, vitamin c & to alernate between tobramycin & doxycycline. Two dense scars remained on both eyes as in 5/2003 follow up visit. Visual acuity with spectacles was 20/50 od and 20/30 os at last visit, visual acuity with spectacles prior to event was 20/30 od and 20/30 os. No further information is available at this time.